Manufacturer narrative:
(B)(6). (B)(4). Returned product consisted of a monorail (mr) sterling es balloon catheter with no original packaging. There was dried blood in the shaft. Visual and tactile inspection of the shaft revealed a separation located approximately 27 cm from the tip (distal end) and multiple kinks in the shaft. The fracture surfaces are consistent with a fracture due to tensile overload. The balloon was loosely folded and the tip was damaged. Examination of the material surrounding the separation, tip damage, and kink did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention procedure inflation difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous right superficial femoral artery (sfa). A 4x40mm sterling balloon catheter was advanced to the target lesion for predilation; however, when the physician attempted to inflate the balloon it was unable to increase in pressure. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed a shaft break.